Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 17.2 mmol/l (309.6 mg/dl) while wearing the pod between 24 and 36 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, a new pod was placed.

Manufacturer narrative:
Investigation of the cannula assembly found no kinks or bends. The downloaded data shows no drive stalls or timeouts during the pod's run. The formed needle, soft cannula, and bottom housing were inspected for manufacturing irregularities and found none that could contribute to skin condition irritation. Although no damage was observed, the cause of the reported skin condition irritation could not be conclusively determined.